Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdown.omnipod software app version: 4.0.2.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: g7.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hypoglycemia about one month prior. The exact date of incident was not provided. The patient's blood glucose levels declined to less than 40 mg/dl while wearing the pod for an unspecified duration. The patient was likely wearing the pod at the time of incident since their healthcare provider advised them to remove the pod and provided them with insulin to manage their diabetes. The patient stated that they treat their low blood glucose by carb intake (banana and orange juice).